Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system test strip: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from fasting results obtained of 320, 224, 232 and 163 mg/dl and from fasting meter to meter comparison results of 320 mg/dl using truemetrix air meter and 152 mg/dl using another device. The customer's expected fasting blood glucose test result range is 80 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/24/2020 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1:320mg/dl, time:7:37a, date:12/31 fasting; result 2:90mg/dl, time:10:08a, date:12/31 fasting; result 3:224mg/dl, time:9:52a, date:12/19 fasting; result 4:232mg/dl, time:9:5,2 date:12/19 fasting; result 5:163mg/dl, time:2:44a, date:12/19 fasting.